Event description:
The manufacturer received information alleging a rebooted had occurred on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. During the evaluation of the device at the manufacturer's service center, an error code related to the main circuit board and sd card were observed. The main circuit board was replaced to address the issue.